Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo shows a tube with specimen in it, the photo does not show the customer¿s failure mode of stopper pop off. Additionally, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested and there were no issues relating to stopper pop off as there were no issues with the hemogard closure assembly being loose or separating during or after the testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the photo did not show the failure mode and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the stopper popped out of the tube. The following information was provided by the initial reporter. The customer stated: "the edta tube cap does not stick tightly after being opened and then closed again."